Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023 on an unknown sample type. Confirmation testing via unknown pcr was performed the same day ((B)(6) 2023) using an unknown sample type and generated a negative result. Though requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023 on an unknown sample type. Confirmation testing via unknown pcr was performed the same day ((B)(6) 2023) using an unknown sample type and generated a negative result. Though requested, no additional patient information, including treatment and outcome, was provided.